Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged and exhibited loss of capture. The lead also had a change in threshold. Additional information obtained indicated that fluoroscopy was done to confirm dislodgement however, the lead does not looked out of ordinary but an unresolvable diaphragmatic stimulation at all outputs on all vectors was noted. The lv lead was abandoned surgically. No additional adverse patient effects were reported.